Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope experienced scope communication error e216 on the monitor during a double procedure in between the first and second portions. There were no reports of patient harm.